Event description:
Pt experiencing pain. Pt was in an accident in which be banged his knee. This caused the tibial baseplate to disassociated from the proximal tibia. No wear was evident on the patella or the insert.